Event description:
After working with a pt's wound, a nurse found blood on the inside of her glove on the 4th digit where she had a small abrasion/open area.

Manufacturer narrative:
Complaint and samples forwarded to the plant for investigation. Follow up report will be filed when the investigation is completed. Involved lot # could be 8r08h006 or 8r08h011. Additional info: or 06/2008.